Manufacturer narrative:
Initial reporter facility name - (B)(6). Device evaluated by MFR.: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The sheath has a 7mm longitudinal tear at the strain relief. In addition, the coil was noted to be stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was leaking saline. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, the device was found to be leaking with saline. The procedure was completed with another of the same device. No complications reported and patient is stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was leaking saline the 80% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, the device was found to be leaking with saline. The procedure was completed with another of the same device. No complications reported and patient is stable.